Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that a pinhole rupture occurred upon first inflation at 10atm. The procedure was completed with another of the same device. No patient complications were reported.